Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The defibrillation coil on the right ventricular (rv) lead was pulled. Visual summary analysis of the lead indicated damage at implant. The analyst noted the rv coil was visibly distorted/stretched.

Event description:
It was reported that the lead was attempted but unable to be used in the patient due to a defect. An alternate lead was placed instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.